Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced with a spectra penile prosthesis due to a hole in the left cylinder resulting in fluid loss and the device not able to inflate.

Manufacturer narrative:
Additional information: during the replacement surgery the physician had punctured the bladder, this is not the exact implant date, all that is known is that the device was implanted in 2010.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced with a spectra penile prosthesis due to a hole in the left cylinder resulting in fluid loss and the device not able to inflate. During the replacement surgery the physician had punctured the bladder. Should additional relevant details become available, a supplemental report will be submitted.